Event description:
It was reported that the implantable pulse generator (ipg) experienced premature battery depletion due to high right ventricular (rv) lead thresholds. The rv lead had experienced a gradual increase in thresholds over the past four years and outputs were set high to maintain the appropriate safety margin. During the device exchange procedure, an insulation break was noted on the rv lead as well as unstable, fluctuations in the thresholds. The rv lead and ipg were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.